Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a duodenal ulcer. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A duodenal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized from (B)(6) 2025 for the duodenal ulcer. The patient was treated with unknown pain relievers and oral omeprazole 40 mg. Device remains implanted.